Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of hysterectomy ("uterus removal"), device dislocation ("devices have migrated/ remnants are left inside/remnants in intestine"), device breakage ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left") and genital haemorrhage ("bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failure during surgery for essure removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left"), the first episode of pain ("extreme pains"), alopecia ("abundant hair loss"), mobility decreased ("mobility loss"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), headache ("headaches"), the second episode of pain ("pain in body"), arthralgia ("pain in joints"), inflammation ("inflammation"), menopausal symptoms ("early menopausal (like they were inventing all the symptoms psychosomatic)"), endometriosis ("endometriosis") and device expulsion ("remnants in uterus"). At the time of the report, the hysterectomy, device dislocation, device breakage, genital haemorrhage, complication of device removal, alopecia, mobility decreased, dyspepsia, anxiety, infection, headache, the last episode of pain, arthralgia, inflammation, menopausal symptoms, endometriosis and device expulsion outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, complication of device removal, device breakage, device dislocation, device expulsion, dyspepsia, endometriosis, genital haemorrhage, headache, hysterectomy, infection, inflammation, menopausal symptoms, mobility decreased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: one of the interviewed women commented that women who use essure proved that it caused the reported adverse events and requested to recognize damages and injuries which have been caused to them. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29-jan-2018 for the following meddra pts: hysterectomy: the analysis in the global safety database revealed 144 cases (excluding this case). Device dislocation: the analysis in the global safety database revealed 2955 cases (excluding this case). Device breakage: the analysis in the global safety database revealed 2147 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of hysterectomy ("uterus removal, organ loss, if device migrated, or done without any need as done decades ago"), device dislocation ("devices have migrated/ remnants are left inside/remnants in uterus or intestine"), device breakage ("essure devices break when being removed/ essure not correctly removed, remnants left"), embedded device ("essure devices break when are being removed/ embedded remnants could be left in uterus"), genital haemorrhage ("bleedings, hemorrhages"), salpingectomy ("fallopian tubes removal"), gastrointestinal injury ("remnants in intestine"), uterine perforation ("device perforation"), tubal rupture ("tearing on fallopian tubes"), kidney infection ("kidney infections") and autoimmune disorder ("autoimmune diseases") in an unspacified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failure during surgery for essure removal" and wrong technique in device usage process "essure removed by some gynecologists via pulling". On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required), salpingectomy (seriousness criteria medically significant and intervention required), and experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pain ("extreme pains"), alopecia ("abundant hair loss"), mobility decreased ("mobility loss"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), headache ("headaches"), the second episode of pain ("pain in body"), arthralgia ("pain in joints"), inflammation ("inflammation, inflammation on belly like "if they were pregnant" / inflammation in abdomen"), menopausal symptoms ("early menopausal (like inventing all the symptoms psychosomatic)"), endometriosis ("endometriosis"), tooth fracture ("dental pieces loss"), gingival disorder ("gum problems"), hypoaesthesia ("numbness on face, arms and legs"), fatigue ("chronic tiredness"), depression ("depression"), nausea ("nausea"), urticaria ("wheals"), pruritus ("itching"), diarrhoea ("diarrheas"), food intolerance ("intolerance to food, specially to lactose"), muscle spasms ("muscle contractions"), device expulsion ("uterus removal, organ loss, remnants in uterus"), urinary tract infection ("urinary infections"), malaise ("malaise"), lactose intolerance ("intolerance to food, specially to lactose"), adnexa uteri pain ("pain in ovaries"), pelvic pain ("pelvic pain"), menorrhagia ("continuous menstrual periods"), pelvic discomfort ("discomfort") and complication of device removal ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left"). The patients were treated with surgery (hysterectomy, salpingectomy and intestinal resection). Essure was removed. At the time of the report, the hysterectomy, device dislocation, device breakage, embedded device, genital haemorrhage, uterine perforation, tubal rupture, kidney infection, autoimmune disorder, alopecia, mobility decreased, dyspepsia, anxiety, infection, headache, the last episode of pain, arthralgia, inflammation, menopausal symptoms, endometriosis, tooth fracture, gingival disorder, hypoaesthesia, fatigue, depression, nausea, urticaria, pruritus, diarrhoea, food intolerance, muscle spasms, device expulsion, urinary tract infection, malaise, lactose intolerance, adnexa uteri pain, pelvic pain, menorrhagia, pelvic discomfort and complication of device removal outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, arthralgia, autoimmune disorder, complication of device removal, depression, device breakage, device dislocation, device expulsion, diarrhoea, dyspepsia, embedded device, endometriosis, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, hypoaesthesia, hysterectomy, infection, inflammation, kidney infection, lactose intolerance, malaise, menopausal symptoms, menorrhagia, mobility decreased, muscle spasms, nausea, pelvic discomfort, pelvic pain, pruritus, salpingectomy, tooth fracture, tubal rupture, urinary tract infection, urticaria, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: one (ref# (B)(4)) of the interviewed women commented that women who use essure proved that it caused the reported adverse events and requested to recognize damages and injuries which have been caused to them. Report retrieved from laypress, "infocostatropical" web page on "essure adverse events" from essure users and representative of platform "libres de essure": more than 2000 women in (B)(6) suffer many and serious adverse events of essure and request removal. Unspecified number was wrongly operated, waiting for an other surgery. Women were not asked if allergic to essure components. Some experience events immediately after insertion, others after years. The device is easily inserted, but removal by some gynecologists via pulling causes tearing of the fallopian tubes, leaving remnants of device in uterus, others use laparoscopy, removing fallopian tubes and if device migrated also uterus and intestines. Many women who after surgery still have remnants for which another surgery is required. Report also retrieved in laypress "(B)(6)" where a woman (ref# (B)(4)) reported events on essure that occurred in an unidentifiable, multiple women. She requested to perform tests for women with discomfort to discard other reasons are causing problems. Many women experienced symptoms after essure was removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-feb-2018 for the following meddra pts: hysterectomy: the analysis in the global safety database revealed 147 cases (excluding this case). Device dislocation: the analysis in the global safety database revealed 3010 cases (excluding this case). Device breakage: the analysis in the global safety database revealed 2177 cases (excluding this case). Salpingectomy: the analysis in the global safety database revealed 38 cases (excluding this case). Gastrointestinal injury: the analysis in the global safety database revealed 69 cases (excluding this case). Uterine perforation: the analysis in the global safety database revealed 963 cases (excluding this case). Tubal rupture: the analysis in the global safety database revealed 7 cases (excluding this case). Embedded device: the analysis in the global safety database revealed 463 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 13-feb-2018: retrieved in laypress: woman (ref# (B)(4)) told essure caused problems to some women such as (newly added:) "pain in ovaries, pelvic pain, continuous menstrual periods, discomfort" after essure insertion, inflammation in abdomen and embedded remnants could be left in uterus". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of hysterectomy ('uterus removal, organ loss, if device migrated, or done without any need as done decades ago'), device dislocation ('devices have migrated/ remnants are left inside/remnants in uterus or intestine'), device breakage ('essure devices break when being removed/ essure not correctly removed, remnants left'), embedded device ('essure devices break when are being removed/ embedded remnants could be left in uterus'), genital haemorrhage ('bleedings, hemorrhages'), salpingectomy ('fallopian tubes removal'), gastrointestinal injury ('remnants in intestine'), uterine perforation ('device perforation'), tubal rupture ('tearing on fallopian tubes'), kidney infection ('kidney infections') and autoimmune disorder ('autoimmune diseases') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure removed by some gynecologists via pulling". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required) and salpingectomy (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pain ("extreme pains"), alopecia ("abundant hair loss alopecia"), mobility decreased ("mobility loss"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), headache ("headaches"), general body pain ("pain in body"), arthralgia ("pain in joints"), gastrointestinal inflammation ("inflammation, inflammation on belly like "if they were pregnant" / inflammation in abdomen"), menopausal symptoms ("early menopausal (like inventing all the symptoms psychosomatic)"), endometriosis ("endometriosis"), device removal failed ("failure during surgery for essure removal"), tooth fracture ("dental pieces loss"), gingival disorder ("gum problems"), hypoaesthesia ("numbness on face, arms and legs"), fatigue ("chronic tiredness"), depression ("depression"), nausea ("nausea"), urticaria ("wheals"), pruritus ("itching"), diarrhoea ("diarrheas"), food intolerance ("intolerance to food, specially to lactose"), muscle spasms ("muscle contractions"), device expulsion ("uterus removal, organ loss, remnants in uterus"), urinary tract infection ("urinary infections"), malaise ("malaise"), lactose intolerance ("intolerance to food, specially to lactose"), adnexa uteri pain ("pain in ovaries"), pelvic pain ("pelvic pain"), menorrhagia ("continuous menstrual periods"), pelvic discomfort ("discomfort"), contraceptive device removal incomplete ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left"), inflammation ("inflammation"), abdominal distension ("abdominal swelling"), back pain ("lumbar pain"), multiple allergies ("allergies") and mood altered ("humour changes"). The patient was treated with surgery (further surgery requested, hysterectomy, intestinal resection and salpingectomy). Essure was removed. At the time of the report, the hysterectomy, device dislocation, device breakage, embedded device, genital haemorrhage, uterine perforation, tubal rupture, kidney infection, autoimmune disorder, pain, alopecia, mobility decreased, dyspepsia, anxiety, infection, headache, general body pain, arthralgia, gastrointestinal inflammation, menopausal symptoms, endometriosis, device removal failed, tooth fracture, gingival disorder, hypoaesthesia, fatigue, depression, nausea, urticaria, pruritus, diarrhoea, food intolerance, muscle spasms, device expulsion, urinary tract infection, malaise, lactose intolerance, adnexa uteri pain, pelvic pain, menorrhagia, pelvic discomfort, contraceptive device removal incomplete, inflammation, abdominal distension, back pain, multiple allergies and mood altered outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, inflammation, mood altered and multiple allergies with essure. The reporter considered adnexa uteri pain, alopecia, anxiety, arthralgia, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, device removal failed, diarrhoea, dyspepsia, embedded device, endometriosis, fatigue, food intolerance, gastrointestinal inflammation, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, hypoaesthesia, hysterectomy, infection, kidney infection, lactose intolerance, malaise, menopausal symptoms, menorrhagia, mobility decreased, muscle spasms, nausea, pain, pelvic discomfort, pelvic pain, pruritus, salpingectomy, tooth fracture, tubal rupture, urinary tract infection, urticaria, uterine perforation, contraceptive device removal incomplete and general body pain to be related to essure. The reporter commented: one (ref# 2017-200256) of the interviewed women commented that women who use essure proved that it caused the reported adverse events and requested to recognize damages and injuries which have been caused to them. Report retrieved from laypress, "infocostatropical" web page on "essure adverse events" from essure users and representative of platform "libres de essure": more than 2000 women in spain suffer many and serious adverse events of essure and request removal. Unspecified number was wrongly operated, waiting for an other surgery. Women were not asked if allergic to essure components. Some experience events immediately after insertion, others after years. The device is easily inserted, but removal by some gynecologists via pulling causes tearing of the fallopian tubes, leaving remnants of device in uterus, others use laparoscopy, removing fallopian tubes and if device migrated also uterus and intestines. Many women who after surgery still have remnants for which another surgery is required. Report also retrieved in laypress "diario de mallorca" where a woman (ref# 2017-200256 ) reported events on essure that occurred in an unidentifiable, multiple women. She requested to perform tests for women with discomfort to discard other reasons are causing problems. Many women experienced symptoms after essure was removed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events inflammation (nos), abdominal swelling, lumbar pain, allergies, humor changes were added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of hysterectomy ("uterus removal"), device dislocation ("devices have migrated/ remnants are left inside/remnants in intestine"), device breakage ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left") and genital haemorrhage ("bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failure during surgery for essure removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left"), the first episode of pain ("extreme pains"), alopecia ("abundant hair loss"), mobility decreased ("mobility loss"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), headache ("headaches"), the second episode of pain ("pain in body"), arthralgia ("pain in joints"), inflammation ("inflammation"), menopausal symptoms ("early menopausal (like they were inventing all the symptoms psychosomatic)"), endometriosis ("endometriosis") and device expulsion ("remnants in uterus"). At the time of the report, the hysterectomy, device dislocation, device breakage, genital haemorrhage, complication of device removal, alopecia, mobility decreased, dyspepsia, anxiety, infection, headache, the last episode of pain, arthralgia, inflammation, menopausal symptoms, endometriosis and device expulsion outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, complication of device removal, device breakage, device dislocation, device expulsion, dyspepsia, endometriosis, genital haemorrhage, headache, hysterectomy, infection, inflammation, menopausal symptoms, mobility decreased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: one of the interviewed women commented that women who use essure proved that it caused the reported adverse events and requested to recognize damages and injuries which have been caused to them. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29-jan-2018 for the following meddra pts: hysterectomy: the analysis in the global safety database revealed 144 cases (excluding this case). Device dislocation: the analysis in the global safety database revealed 2955 cases (excluding this case). Device breakage: the analysis in the global safety database revealed 2147 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 23-jan-2018: correction following company internal review: malfunction selected due to the event device breakage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of hysterectomy ("uterus removal, organ loss, if device migrated, or done without any need as done decades ago"), device dislocation ("devices have migrated/ remnants are left inside/remnants in uterus or intestine"), device breakage ("essure devices break when being removed/ essure not correctly removed, remnants left"), genital haemorrhage ("bleedings, hemorrhages"), salpingectomy ("fallopian tubes removal"), gastrointestinal injury ("remnants in intestine"), uterine perforation ("device perforation"), tubal rupture ("tearing on fallopian tubes"), kidney infection ("kidney infections") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure removed by some gynecologists via pulling" and device difficult to use "failure during surgery for essure removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), salpingectomy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), complication of device removal ("essure devices break when are being removed/ essure is not correctly removed, and remnants are left"), the first episode of pain ("extreme pains"), alopecia ("abundant hair loss"), mobility decreased ("mobility loss"), dyspepsia ("digestive discomfort"), anxiety ("anxiety"), infection ("infections"), headache ("headaches"), the second episode of pain ("pain in body"), arthralgia ("pain in joints"), inflammation ("inflammation, inflammation on belly like "if they were pregnant""), menopausal symptoms ("early menopausal (like inventing all the symptoms psychosomatic)"), endometriosis ("endometriosis"), tooth fracture ("dental pieces loss"), gingival disorder ("gum problems"), hypoaesthesia ("numbness on face, arms and legs"), fatigue ("chronic tiredness"), depression ("depression"), nausea ("nausea"), urticaria ("wheals"), pruritus ("itching"), diarrhoea ("diarrheas"), food intolerance ("intolerance to food, specially to lactose"), muscle spasms ("muscle contractions"), device expulsion ("uterus removal, organ loss, remnants in uterus"), urinary tract infection ("urinary infections"), malaise ("malaise") and lactose intolerance ("intolerance to food, specially to lactose"). The patient was treated with surgery (hysterectomy), surgery, surgery (further removal surgery requested), surgery (salpingectomy) and surgery (intestinal resection). Essure was removed. At the time of the report, the hysterectomy, device dislocation, device breakage, genital haemorrhage, uterine perforation, tubal rupture, kidney infection, autoimmune disorder, complication of device removal, alopecia, mobility decreased, dyspepsia, anxiety, infection, headache, the last episode of pain, arthralgia, inflammation, menopausal symptoms, endometriosis, tooth fracture, gingival disorder, hypoaesthesia, fatigue, depression, nausea, urticaria, pruritus, diarrhoea, food intolerance, muscle spasms, device expulsion, urinary tract infection, malaise and lactose intolerance outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, complication of device removal, depression, device breakage, device dislocation, device expulsion, diarrhoea, dyspepsia, endometriosis, fatigue, food intolerance, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, hypoaesthesia, hysterectomy, infection, inflammation, kidney infection, lactose intolerance, malaise, menopausal symptoms, mobility decreased, muscle spasms, nausea, pruritus, salpingectomy, tooth fracture, tubal rupture, urinary tract infection, urticaria, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: one of the interviewed women commented that women who use essure proved that it caused the reported adverse events and requested to recognize damages and injuries which have been caused to them. Report retrieved from laypress, "infocostatropical" web page on "essure adverse events" from essure users and representative of platform "libres de essure": more than 2000 women in spain suffer many and serious adverse events of essure and request removal. Unspecified number was wrongly operated, waiting for an other surgery. Women were not asked if allergic to essure components. Some experience events immediately after insertion, others after years. The device is easily inserted, but removal by some gynecologists via pulling causes tearing of the fallopian tubes, leaving remnants of device in uterus, others use laparoscopy, removing fallopian tubes and if device migrated also uterus and intestines. Many women who after surgery still have remnants for which another surgery is required the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-feb-2018 for the following meddra pts: hysterectomy: the analysis in the global safety database revealed 143 cases (excluding this case). Device dislocation: the analysis in the global safety database revealed 2967 cases (excluding this case). Device breakage: the analysis in the global safety database revealed 2153 cases (excluding this case). Salpingectomy: the analysis in the global safety database revealed 37 cases (excluding this case). Gastrointestinal injury: the analysis in the global safety database revealed 68 cases (excluding this case). Uterine perforation: the analysis in the global safety database revealed 945 cases (excluding this case). Tubal rupture: the analysis in the global safety database revealed 7 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 30-jan-2018: retrieved in laypress, "infocostatropical" web page "essure adverse events",essure users,and represent. Of platform "libres de essure": more than 2000 women in spain suffer many and serious adverse events of essure, request removal. Unspec. Number wrongly operated, waiting for more surgery (gyn. Pulled for removal-new event). Women not asked if allergic to essure components. Some experience events immediately after insertion, others after years, new: malaise, inflammation on belly (added to inflamm. Nos), dental pieces loss, gum problems, numbness on face, arms, legs, chronic tiredness, depression, nausea, wheals, itching, diarrheas, intolerance to food, specially to lactose, muscle contractions, hemorrhages (added to bleeds),urinary and kidney infections, perforation, automimmune diseases, fallopian tube rupture, fallopian tube removal, intestine removal added as surgery to event (new:) remnants in intestines (coded to intestinal perforation), "organ loss" added to hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.